Manufacturer narrative:
The facilities biomed found the ground pin was loose on the power cord plug. The biomed replaced the plug to repair the bed.

Event description:
The facility alleged that the bed is flashing ground loss.